Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information revealed that the product involved was not yet released for distribution (in the control of sn) and therefore does not constitute a complaint and that is the reason why the report is not required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10, h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed that the driver insertion point was made for a hexagonal driver. The product information was verified. A visual inspection revealed that the box had been ripped open and taped back together. The product information on the outside of the box matched the complaint, but the included chart stickers were for a different part number unrelated to any screw. The device was made for a hexagonal driver and had significant deformation along the threads. There were particulates along the deformation that indicated interaction with another device or tool. A dimensional analysis found that the overall length and thread diameter were within the tolerances for this part. The through hole was smaller than the allowable measurements. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found that the device is manufactured to fit a square driver. The packaging must be free of particulates. The complaint was confirmed, but the root cause could not be established due to the opened packaging and conflicting product information within the packaging. It could not be determined whether the packaging or device was tampered with or if there was a packaging problem. A complaint notification was issued to manufacturing management to mitigate future occurrences.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after opening the package, it was found that the biosure ha 8mm x 25mm screw was a hexagon socket screw. Normally, the screw was quadrangle socket screw. It is unknown whether there was a back up available or delay in the case and if the event happened during surgery. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.